Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. During the procedure, it was not possible to install the ring because of problems when screwing in the connecting screw. The screw jammed and could not be fully screwed in. Unscrewing it was only possible with considerable force. Visual inspection revealed significantly damaged thread flanks (screw and thread), which meant the ring had to remain unused. A second set was opened (plate + large gt ring) and the same thing occurred. Procedure was completed with an unknown delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed with the mating device ( 02.221.101s) and assemble with no issues. The overall complaint was not confirmed as the observed condition of the va-lcp ppfx proximal femur plate 3.5/4.5 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part number: 02.221.121s. Lot number: 1474p46. Manufacturing site: mezzovico. Release to warehouse date: 11 oct 2022. Expiration date: 01 oct 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances related to the malfunction were identified. Jbl-nr-0018072 was initiated during the manufacturing for some surface defect, but the affected items have been reworked, inspected and fully released as documented on the DHR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 and d10. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.